Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level, and a low bg level (value not provided). The cause was not provided. Although requested by tandem technical support, the customer declined troubleshooting, and to provide any addition information.